Event description:
The event is reported as: complaint alleges: during a surgical procedure (nephrectomy), some metal clips were used to ligate the vessels. After an unknown amount of time, the pt was taken back to operating room because bleeding occurred. During the procedure, they noticed some clips had fallen from the vessels and were found on the surgical field in closed position. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.